Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The customer troubleshot the device with the assistance of philips technical support via phone. The customer discovered that a cable was disconnected on the unit. The customer reported that both alleged issues were resolved by reseating the cable.

Event description:
The customer reported that the oxygen cell was not connected and a pressure error occurred. There was no patient or user harm reported. The event date was not specified; estimate used.